Manufacturer narrative:
An event of one valve leaflets not opening and closing smoothly was reported. The device was returned to abbott for investigation. No anomalies were found with the valve leaflets with both leaflets able to fully open and close without resistance. Hydrodynamic examination indicated the valve met functional specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 21mm regent valve was selected for implant. After the valve was implanted, it was noted that the lobe of the valve was stuck. The valve was removed and replaced with another 21mm regent valve to resolve the event. There were no adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure. There was no reported adverse event due to the additional operating time. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 21mm regent valve was selected for implant. After the valve was implanted, it was noted that the lobe of the valve was stuck. The valve was removed and replaced with another 21mm regent valve to resolve the event. There were no adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure. There was no reported adverse event due to the additional operating time. The patient is stable.